Event description:
On (B)(6) 2014, at the (B)(6) medical center, patient 2 pulled out keofeed tube. Rn 2 attempted to place a new keofeed using cortrak machine. The documentation showed the patient was agitated, moving around, restless before and during the insertion of the tubing. The insertion was aborted by rn 2 right away. Patient 2 oxygen saturation started dropping, he was found to have hypoxic respiratory failure. Chest x-ray after the procedure showed significant finding of a large right pneumothorax. Team was called. Rapid response team was called, patient 2 went into respiratory failure and was intubated. Patient 2 required a right chest tube insertion. Cortrak representatives were notified. Chest tube was removed on (B)(6) 2014 and patient was discharged on (B)(6) 2014. Patient 2 remained hypoxic and in need of supplemental oxygen at skilled nursing facility. It was uncertain whether manufacturer was notified of possible defective product because the nurse threw the product away.